Event description:
Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.